Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle (rv) lead exhibited high capture thresholds. The rv lead was planned for explant procedure. During the explant procedure it was noted that the rv lead slack had largely diminished. The right ventricle lead was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported events were high capture thresholds and lead slack issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of high capture thresholds was not conformed. Electrical testing did not find any indication of conductor fracture or internal shorts. After cleaning and by applying toque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.